Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a diagnostic test was attempted on the patient¿s implantable cardioverter defibrillator but the test could not be completed. There were no patient effects.